Event description:
At the end of an atrial fibrillation procedure a transthoracic echocardiogram showed a cardiac perforation. A pericardiocentesis was performed and the patient remained stable throughout the procedure. It is unknown when the cardiac perforation occurred. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.